Manufacturer narrative:
The returned device was evaluated. During an external inspection of the device, it was found that the device (root) did not turn on using the battery. The root turned on using ac power. A "no sd card" message appeared on the monitor. The sd card was not seated properly in the socket. Once the card was properly placed, the device powered up without issue. In addition, internal inspection of the device found the battery was not seated properly. The battery was re-connected; the battery was able to charge. Once the sd card and battery were reseated/re-connected, the unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
Serial # was corrected to: (B)(4).

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the touch functions not responding anymore. The display is randomly scrolling though menu screen by itself. There was no known impact or consequence to patient.